Event description:
End user alleges while occupying the motorized wheelchair (without the use of a seat belt) she braced herself against the armrest while putting her foot on the wheel well to weight shift and her foot slipped off the wheel well. Allegedly, as a result of the incident, the end user injured her hip and was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user alleges while occupying the motorized wheelchair (without the use of a seat belt) she braced herself against the armrest while putting her foot on the wheel well to weight shift and her foot slipped off the wheel well. The owner's manual warns, "always use the seat belt." Do not put weight on footplate, armrest or controller while getting into or out of the power wheelchair", and "keep your back against the seatback, arms on the armrests, and your feet on the footplate".